Manufacturer narrative:
Initial and final MDR (B)(4)- device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events on (B)(6) 2025 where infusion set tubing got detached from connector. The issues occurred with eight similar types of infusion sets used for twenty-four to thirty-six hours. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). The initial MDR with manufacturing report number, was submitted on 21-apr-2024. Upon completion of the investigation, the manufacturing date was updated as 05-sep-2024. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009003, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009003 was manufactured according to the work instruction (wi) version 116 and manufactured in the line inset 3 on 05/sep/2024, with a total of (B)(4) units. Glue tubing DHR review: the lot 4h04576 was manufactured according to the wi version 11 manufactured in the machine igtl01, on 04/sep/2024, with a total of (B)(4) units. The lot 4k02259 was manufactured according to the wi version 65 manufactured in the machine sc03, on 10/oct/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.